Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was experiencing a connectivity issue. The field service engineer accessed the machine and reseated the connection for drawer 3.1. A hardware application test was performed to verify functionality. The customer successfully completed error recovery and conducted an inventory check to confirm resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer giving error message to close or failed to stay close. Drawer got struck and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.